Manufacturer narrative:
Update to h6 (device code, type of investigation, investigation findings and investigation conclusions), and h10 to reflect engineering evaluation. The 20mm sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. It should be noted that the thv was implanted in pulmonic position. The sapien 3 ultra thv with the commander delivery system (ds) is currently only indicated for valve replacement involving a native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve or a native mitral valve with an annuloplasty ring only. Therefore, it was off-label operation for this case. The IFU in this section is for tf (transfemoral) procedure in aortic/mitral position and were reviewed for relevant guidance for an s3u implant using a commander delivery system. Per IFU, accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for stenosis post-implantation and leaflet thickened/ halt were unable to confirmed due to unavailability of relevant medical record/imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 2 years and 9 months post implant of a 20mm sapien 3 ultra valve a 2nd sapien 3 valve was implanted in the pulmonic position due to stenosis/halt'. Per IFU, thickened leaflet was potential adverse events associated with the use of valve. Thickened leaflet can result from a number of factors, including valve degeneration, calcification, endocarditis, and prosthetic valve thrombosis. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, thickened leaflets could narrow the effective valve area, resulting in stenosis. As such, available information suggests patient factors (leaflet thickening) may have contributed to the reported complaint event. However, due to the limited information provided, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time was required for liner puncture reported event.

Manufacturer narrative:
Upon review of medical records, approximately 2 years and 9 months ago a 20mm sapien 3 ultra valve was successfully implanted in the pulmonic position. A balloon dilation was performed followed by placement of 20mm s3u. On post-operative day 1 an echo revealed mild residual pulmonary valve stenosis, with a mean gradient of 26mmhg and no pulmonary insufficiency. An unknown date of an echo post transcatheter pulmonary valve replacement (tpvr) was performed and "moderate pulmonary conduit stenosis with a mean gradient 43mmhg" was noted. There was no information regarding the valve-in-valve procedure.

Manufacturer narrative:
A supplemental MDR is being submitted upon review of medical records for the valve-in-valve procedure. The following sections of this report have been updated: section h6 (device code) and h10: narrative/data. Upon review of medical records, the patient is status post transcatheter pulmonic valve replacement. The valve exhibits hypoattenuated leaflet thickening (halt) of the left leaflet with reduced motion suggestive of fibrotic tissue rather than thrombus. The wall adherent fibrotic tissue is above the valve plane. The patient presents for dilation of their sapien 3 ultra valve. The patient was noted to have an increased peak gradient from 42mmhg to 73 mmhg. A CT revealed halt/ham and was started on warfarin. The patient denies symptoms. The patient's 20mm sapien 3ultra valve in the pulmonic position was serially balloon dilated with near resolution of the waist. A 23mm s3u was then implanted with reduction of right ventricle (rv) pressure. There were no complications. An echo (tte) performed at one day post valve-in-valve procedure revealed mild stenosis and peak/mean gradients of 52.6mmhg 26.8mmhg with no regurgitation.

Manufacturer narrative:
A supplemental MDR is being submitted after risk assessment of the reported event based on medical records. The patient's 20mm s3u implanted in approximately 4 years ago was exhibiting stenosis, halt/ham, and fibrotic tissue (pannus). The following sections of this report have been updated: b1 - correction (report type), b7 (other relevant history), h6 (clinical code - [correction], investigation findings, and investigation conclusions) and h10 (narrative/data). Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted in patient.

Event description:
As reported by edwards field clinical specialist, approximately 2 years and 9 months post implant of a 20mm sapien 3 ultra valve a 2nd sapien 3 valve was implanted in the pulmonic position due to stenosis and halt.